Event description:
It was reported to philips that an internal data cable that connected the therapy pca to the power pca broke during maintenance. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.